Event description:
From staff: cor - knot mini device malfunction, device is cutting the suture prematurely. Intraoperatively, said device cut the suture before having the suture secured with interlocking attachment from said device. Having that into consideration, that is a risk for the suture to be loose and movable, further causing peri valvular leak or may result for the implanted valve to be rendered ineffective and cause patient harm. The said device has ref# 031350. Device was taken out of the field as soon as malfunctioning was noticed, device was put in its original packaging and placed in a biohazardous bag.